Event description:
It was reported that high impedance was observed. The patient had recently undergone generator replacement. It is unknown whether or not x-rays will be taken or sent to manufacturer for review. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent revision surgery. During the surgery, the lead pin was removed and reinserted into the generator header which resolved the high impedance.

Event description:
X-ray reports were received by the manufacturer. The x-ray review did not indicate whether or not a lead break existed or whether or not the lead pin was fully inserted into the generator. No additional relevant information has been received to date.